Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), fallopian tube perforation ("perforation (fallopian tube(s)"), seizure ("seizures") and abdominal pain ("abdominal pain") in a 37-year-old patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), abdominal pain (seriousness criteria medically significant and intervention required), anxiety ("anxious"), depression ("depressed"), dysmenorrhoea ("extreme, debilitating menstrual pain"), menorrhagia ("heavy menstrual bleeding"), the first episode of dyspareunia ("dyspareunia"), menopausal symptoms ("premenopausal symptoms"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), allergy to metals ("allergic to nickel"), cystitis ("infection bladder"), urinary tract infection ("infection urinary tract"), vaginal infection ("infection vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), infection ("infection (other)"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), nausea ("nausea"), tooth disorder ("dental problems"), the second episode of dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain lower ("lower abdominal pain"), vaginal discharge ("vaginal discharge"), weight decreased ("weight loss"), alopecia ("hair loss") and musculoskeletal pain ("buttock pain"). The patient was treated with bilateral salpingectomy and hysterectomy with essure removal on (B)(6) 2017. At the time of the report, the uterine perforation, abdominal pain, anxiety, depression, dysmenorrhoea and menorrhagia outcome was unknown, the fallopian tube perforation, seizure, menopausal symptoms, vaginal haemorrhage, allergy to metals, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, infection, urinary tract disorder, bladder disorder, nausea, the last episode of dyspareunia, abdominal pain lower, vaginal discharge, weight decreased, alopecia and musculoskeletal pain was resolving and the tooth disorder had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, fallopian tube perforation, female sexual dysfunction, infection, menopausal symptoms, menorrhagia, musculoskeletal pain, nausea, seizure, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram: on (B)(6) 2010: confirmed full occlusion and proper placement. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs and medical record received: reporter information, patient details, other relevant history, lab data, product information were added. In addition the following events were added: premenopausal symptoms, abnormal bleeding (vaginal), allergic to nickel, infection bladder, infection urinary tract, infection vaginal, apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, nausea, dental problems, seizures, dyspareunia (painful sexual intercourse), lower abdominal pain, vaginal discharge, perforation (fallopian tube(s)), fatigue, perforation (uterus), weight loss, hair loss, and buttock pain. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), fallopian tube perforation ('perforation (fallopian tube(s)'), device breakage ('the coil did break into two pieces on removing'), menorrhagia ('heavy menstrual bleeding'), abdominal pain ('abdominal pain') and seizure ('seizures') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included perineal pain, pelvic pain female and uterine dilation and curettage. Concurrent conditions included overweight. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), anxiety ("anxious"), depression ("depressed"), dysmenorrhoea ("extreme, debilitating menstrual pain"), dyspareunia ("dyspareunia"), menopausal symptoms ("premenopausal symptoms"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), allergy to metals ("allergic to nickel"), cystitis ("infection bladder"), urinary tract infection ("infection urinary tract"), vaginal infection ("infection vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), infection ("infection (other)"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), nausea ("nausea"), tooth disorder ("dental problems"), painful intercourse ("dyspareunia (painful sexual intercourse)"), abdominal pain lower ("lower abdominal pain"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss") and musculoskeletal pain ("buttock pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (novasure endometrial ablation and bilateral salpingectomy and hysterectomy, oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device breakage, menorrhagia, abdominal pain, anxiety, depression, dysmenorrhoea and dyspareunia outcome was unknown, the fallopian tube perforation, seizure, menopausal symptoms, vaginal haemorrhage, allergy to metals, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, infection, urinary tract disorder, bladder disorder, nausea, painful intercourse, abdominal pain lower, vaginal discharge, weight decreased, alopecia and musculoskeletal pain was resolving and the tooth disorder had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, bladder disorder, cystitis, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, infection, menopausal symptoms, menorrhagia, musculoskeletal pain, nausea, seizure, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and painful intercourse to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: results: confirmed full occlusion and proper placement. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-dec-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), fallopian tube perforation ('perforation (fallopian tube(s)'), device breakage ('the coil did break into two pieces on removing'), menorrhagia ('heavy menstrual bleeding'), seizure ('seizures') and abdominal pain ('abdominal pain') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included perineal pain, pelvic pain female and uterine dilation and curettage. Concurrent conditions included overweight. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), abdominal pain (seriousness criteria medically significant and intervention required), anxiety ("anxious"), depression ("depressed"), dysmenorrhoea ("extreme, debilitating menstrual pain"), dyspareunia ("dyspareunia"), menopausal symptoms ("premenopausal symptoms"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), allergy to metals ("allergic to nickel"), cystitis ("infection bladder"), urinary tract infection ("infection urinary tract"), vaginal infection ("infection vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), infection ("infection (other)"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), nausea ("nausea"), tooth disorder ("dental problems"), painful intercourse ("dyspareunia (painful sexual intercourse)"), abdominal pain lower ("lower abdominal pain"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss") and musculoskeletal pain ("buttock pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (novasure endometrial ablation, salpingectomy (bilateral removal of fallopian tubes, salpingectomy (bilateral removal of fallopian tubes), oophorectomy and bilateral salpingectomy and hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device breakage, menorrhagia, abdominal pain, anxiety, depression, dysmenorrhoea and dyspareunia outcome was unknown, the fallopian tube perforation, seizure, menopausal symptoms, vaginal haemorrhage, allergy to metals, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, infection, urinary tract disorder, bladder disorder, nausea, painful intercourse, abdominal pain lower, vaginal discharge, weight decreased, alopecia and musculoskeletal pain was resolving and the tooth disorder had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, bladder disorder, cystitis, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, infection, menopausal symptoms, menorrhagia, musculoskeletal pain, nausea, seizure, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and painful intercourse to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: results: confirmed full occlusion and proper placement. Most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received: event device breakage added and made medically significant and intervention required due to surgery. Endometrial ablation added to event menorrhagia. Reporter and medical history added. Incident: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), anxiety ("anxious"), depression ("depressed"), dysmenorrhoea ("extreme, debilitating menstrual pain"), menorrhagia ("heavy menstrual bleeding") and dyspareunia ("dyspareunia"). The patient was treated with surgery (bilateral salpingectomy and hysterectomy). Essure was removed in (B)(6) 2017. At the time of the report, the abdominal pain, anxiety, depression, dysmenorrhoea, menorrhagia and dyspareunia outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia and menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed full occlusion and proper placement. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.